Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as fit/sizing or procedural/user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka, the jrny ii bcs xlpe art isrt sz 3-4 lt 12mm was too loose once positioned and as per the surgeon report the device did not match with the trial that was used during the planning and size choosing part of the surgery. The procedure was finished using a smith and nephew 15mm insert. A delay of less than or equal to 30 minutes was reported. No patient injury or other complications were reported.